Event description:
Info received indicates the bed will not go into trendelenburg due to a broken trend mount and retainer.

Manufacturer narrative:
The technician replaced the trend mount and retainer to repair the bed.